Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned one day post-implant, due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.